Event description:
The physician performed an angiography on a patient, implanted with a vascular access graft in the forearm, because the venous pressure rose. The angiograph revealed a pseudoaneurysm at the venous anastomosis (on the side of the anastomotic vein). A pta was performed, the blood flow volume on the arterial side was normal, but the flow in the venous end.(at pseudoaneurysm) was pulsatile and appeared to be at risk for rupture. The effected segment of graft was replaced. It was reported that the patient was doing fine.

Manufacturer narrative:
Device history records show that the product met all of the required release specifications, passed all required testing in place at the time, and was packaged and sterilized properly. Gross evaluation of the returned sample (1 cm) confirmed the reported aneurysm, with some tissue ingrowth. The three layers of the graft were intact, but at the edge of the aneurysm the graft appeared to have been broken abruptly, and then became incorporated into tissue. Histology confirmed that the aneurysm was comprised of dense fibrous tissue with only a small amount of detached outer porous graft layer. The aneurysm did not appear to be on the primary cannulating surface; however there were needle sticks at the base of the aneurysm and circumferentially around it. Histology confirmed the existence of multiple scar-filled needle tracks. In some cases these tracks or bands were broad and contained newly formed vessels. The exact cause of the reported failure is uncertain; however, it appears that the graft was ruptured mechanically, either from multiple close needle sticks or possibly from a needle going through the back wall of the graft. Supporting this theory is the report from our distributor that the surgeon thought the aneurysm may have been caused by mispuncturing in the area of the aneurysm. The instructions for use states that cannulation sites should be rotated. Repeated cannulation in the same area may lead to damage of the graft wall and/or formation of a hematoma or pseudoaneurysm. No further information is available. The manufacturer is closing its file on this event.